Manufacturer narrative:
Correction provided in section h6. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Concomitant medical products added in section d10: article: 26168jq manipulator sheath, lot number: yp01, product was returned on february 19, 2026. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation shows that the loss of the rivet is most likely due to pre-existing damage to the welded joint. This may have been exacerbated by excessive mechanical stress and/or moisture-induced corrosion processes, possibly as a result of improper preparation or insufficient drying. Compliance with the reprocessing instructions and instruction for use, particularly the pre-use inspection, is therefore crucial for detecting such damage early and preventing future incidents. Appropriate warnings about the visual inspection before use and a functional check are included in the corresponding instruction for use. This instructions need to be observed to avoid any injury or risk to patient user or third. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a surgery the screw of the device insert was lost and the doctor was able to remove it from situ accordingly. No negative impact in state of health reported.